Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the power cord was cut. It was further reported that the left handed siderail could not be latched in the up position. It is unknown if there was patient involvement or if there were adverse consequences to report.